Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture and chest pain occurred. The target lesion was located in the left anterior descending (lad) artery. After a 182cm j choice¿ guide wire crossed the target lesion, four stents were deployed subsequently. However, as the wire exited the lad artery and into the left main (lm), the physician felt the wire was caught and noticed approximately 10cm of the wire broke off in the ostial lad/lm. The patient then experienced chest pain and was referred for bi-pass surgery. The patient underwent surgery, the wire was removed, and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has the distal end tip damaged. The guidewire was returned with the distal tip detached in the polymer section end at 179cm (the distal tip was not returned) exposing the corewire, also the wire is kinked in the middle of the device. The outer diameter (od) middle of the device, od proximal section, and od polymer section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture and chest pain occurred. The target lesion was located in the left anterior descending (lad) artery. After a 182cm j choice¿ guide wire crossed the target lesion, four stents were deployed subsequently. However, as the wire exited the lad artery and into the left main (lm), the physician felt the wire was caught and noticed approximately 10cm of the wire broke off in the ostial lad/lm. The patient then experienced chest pain and was referred for bi-pass surgery. The patient underwent surgery, the wire was removed, and the procedure was completed. No further patient complications were reported and the patient's status was fine.